Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has no hearing benefit with the device. An incident of accident or trauma is unknown. Re-implantation is planned.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Also an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
The recipient no longer has any hearing benefit with the device. An incident of accident or trauma is unknown. The recipient was re-implanted.